Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific received information that the electrogram showed noise and oversensing on the right ventricular (rv) lead and pacing inhibition was observed on the holter monitor. The noise was not able to be reproduced and the patient was experiencing dizzy spells. It was noted that this tachycardia lead had been implanted off label in a pacemaker system . The rv lead was explanted and a new bradycardia lead was successfully implanted. No adverse patient effects as a result of the lead revision procedure were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned severed in two segments at 29.2 cm from is-1 pin and the extracting stylet remained inside the distal segment. Both df-1 terminal connectors (distal and proximal) had caps over them; once the caps were removed there was no sign of a set screw mark on either one. A set screw mark was noted on the is-1 terminal pin and ring. Visual inspection showed that the clear medical adhesive was torn and separated from the gore at the proximal end of the spring electrode and the proximal spring was stretched at this point. It was also noted that the shocking coil had separated from the medical adhesive bonding at the distal end. Further visual inspection found an insulation abrasion where the conductors are exposed; due to location and type of damage it was thought to be most likely due to a clavicle first/rib abrasion. Laboratory analysis concluded that this finding could have contributed to the clinical observation.